Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a naviflex rx delivery system and advanix biliary stent were used during an endoscopic retrograde cholangiopancreatography (ercp) and stent placement procedure for removal of bile duct stones performed on (B)(6), 2011. According to the complainant, during the procedure, the pull wire was difficult to retract, and when attempting to deploy the stent in the common bile duct, the guide catheter detached from the pull wire. The endoscope was removed from the patient; however the guide catheter, with stent still attached, remained in the bile duct and was retrieved using a snare. No other damage was noted to the device. It was also reported that the target site was a tight passage. It should also be noted that the guidewire was located in the delivery system during attempted deployment. The procedure was completed with a non-bsc stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a naviflex rx delivery system and advanix biliary stent were used during an endoscopic retrograde cholangiopancreatography (ercp) and stent placement procedure for removal of bile duct stones performed on (B)(6), 2011. According to the complainant, during the procedure, the pull wire was difficult to retract, and when attempting to deploy the stent in the common bile duct, the guide catheter detached from the pull wire. The endoscope was removed from the patient; however the guide catheter, with stent still attached, remained in the bile duct and was retrieved using a snare. No other damage was noted to the device. It was also reported that the target site was a tight passage. It should also be noted that the guidewire was located in the delivery system during attempted deployment. The procedure was completed with a non-bsc stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the returned complaint device revealed the guide catheter to be detached from the pull wire assembly. The proximal end of the guide catheter that connects to the pull wire assembly was found kinked and stretched. Multiple kinks were also noted in the working length of the guide catheter; however the working length of the guide catheter was found intact (unbroken). The cannula of the guide catheter appeared to have broken in two pieces but remained inside the guide catheter assembly. The overall length of guide catheter measured approximately 36cm which did not meet the nominal point of reference specification of 34.5cm due to its returned condition. Visual evaluation of the push catheter revealed it to be kinked near the distal end, however its working length was found to be intact (unbroken) and free of damage. Based on the condition of the returned complaint device, it appears the guide catheter and pull wire assembly experienced resistance and tension during the deployment activity, likely due to procedural or anatomical factors encountered during the procedure (such as tortuous anatomy or maneuvering of the device). Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.